Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, atrial lead dislodgement was confirmed via chest x-ray. The lead was revised on (B)(6) 2019. Atrial lead dislodgement was resolved. Patient was stable.